Event description:
An ophthalmologist and the affected pt submitted the info provided in this report. Following an intraocular lens implant done 10/21/97, the pt began tearing when in sunlight and experiencing blurred vision at night that made driving difficult. In addition, photos of the affected eye gave the appearance of reflected light with a dot on the eye. The pt is considering having the lens removed and replaced. A final decision on this is still pending.